Event description:
It was reported that the patient faced an event where the infusion set fell off during use involving three infusion sets on (b)(6) 2026.

Manufacturer narrative:
Initial 2 of 3.E1:Patient Country: CanadaName: (b)(6)Country: United States of AmericaStreet: (b)(6).Based on the available information, this event is deemed to be a serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.